Event description:
It was reported that prior to insertion, the md vacuumed the intra-aortic balloon (iab) twice while the iab was inside the tray to ensure the balloon was wrapped tightly. The md punctured the pts' left femoral artery and inserted a super arrow-flex (saf) sheath with dilator. The md then grasped the iab closely and removed it from the tray horizontally per the instructions for use. During the iab catheterization, the balloon stopped advancing and stuck in the saf sheath. As a result the md tried to advance the balloon catheter, however, he felt strong resistance from the sheath. The md had to remove the saf sheath and iab together from the pt. The md used a new sheath and balloon catheter from a second kit and inserted them into the same site (left femoral artery), then finished the catheterization. There was no excessive bleeding during the procedures. There was no reported pt death or injury. The delay in therapy was 10 minutes. There were no reported pt complications. The pt outcome is fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.